Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the surgery, the anchor of this product was pulled out from the patient's burr hole when the surgeon pulled the suture after he inserted it in the patient's burr hole. No further information is available

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirms that the anchor was disassembled from the tip and the anchor did not show any damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.